Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). The seal did not deploy from the delivery device. New device was opened to complete the case. Possible damage to the aorta.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). The seal did not deploy from the delivery device. They felt there could have been possible damage to the aorta. Procedure was not delayed. No intervention were required. No additional incisions were made. New device was opened to complete the case. No harm to patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 01/17/2022. An investigation was conducted on 02/01/2022. Only the device and seal was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the delivery device as well as on the intact seal indicating an attempt was made to introduce the device into the aorta. The seal and tension spring was observed in the delivery device with the seal in an fully opened state. There were no cracks or delamination observed on the seal. The white plunger was fully depressed and the blue slide lock was engaged. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. No cracks or delamination was observed on the seal. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.